Event description:
A customer contacted baxter's technical service center regarding a separation that occurred on the homechoice (hc) during dwell 2/5. The technical service representative (tsr) assisted ending therapy. The home patient stated the patient line separated from the transfer set. A follow up call to the peritoneal dialysis nurse was made, and the nurse stated there were no patient injuries associated with the event. A cell count was performed and the results were fine. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
The sample is not available.